Event description:
A customer reported that the t:slim x2 pump battery would not charge, even though they followed troubleshooting steps, including using the tandem charging cable and wall adapter and leaving the adapter plugged into a working outlet for 30 minutes. There was no adverse impact on the customer¿s blood glucose level. Tandem technical support arranged to send a replacement charging cable and wall adapter via two-day shipping, and the customer was advised to use manual daily injections if the pump battery depleted before receiving the new charging supplies.